Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side exchange with no complaint against the device. Later, hcp reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d4, d6a, d9 g2 h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, broken device, non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right implant was of recall. Later, hcp reported right side capsular contracture baker grade iii. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d1,d2a, d2b, d4, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later, patient's representative reported "small heart finding at 11h perimamillary".